Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at 0 mm deep on the non-coronary cusp and 4 mm on the left cusp. Upon release of the valve, the valve moved out of the targeted location resulting in severe paravalvular leak (pvl). A second valve was implanted valve-in-valve resulting in improved hemodynamics and the pvl decreased to trace. No adverse patient effects were reported and the valves remains implanted.

Manufacturer narrative:
The device remains implanted and is not available for evaluation. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
Conclusion: potential factors that can influence a valve dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, and a number of others. In this case, the dislodgement was most likely due to the sub-optimal position of the valve. A conclusive root cause could not be established from the information available. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and in this case the severe pvl was a result of the sub-optimal position of the valve. Per corevalve instructions for use (IFU), for the optimal placement of the bioprosthesis, the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). In this case, a second valve was implanted valve-in-valve resulting in improved hemodynamics and the pvl decreased to trace. A mild/trace pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.